Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data sync error occurred due to software issue. A technical support specialist stated that the issue was resolved by the customer by rebooted the device. The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary data sync error occurred, and patients did not auto-populate into the station, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.